Manufacturer narrative:
The mentor failure analysis lab completed the evaluation based on a photo of the suspect medical device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 600cc smooth mentor memorygel breast implant on the left, and an unknown smooth mentor gel breast implant on the right, experienced bilateral grade iii capsular contracture and left-sided implant rupture postoperatively. The patient presented with pain on the left breast, and diagnoses were confirmed by a physician. As a result, the patient underwent explantation and replacement with non-mentor (allergan) breast implants on (B)(6) 2018. This medwatch report is for the left-sided implant.